Event description:
A female, underwent emergency aaa repair in 2009. The pt was believed to have ruptured aortic calcification via the viewed CT images and a 7cm aaa at that site. The pt's aorta was very fragile. The physician wanted to line it with a cuff. The pt's aorta was measuring 18-19-20mm at the level of the involved lesion. Physician placed a zenith main body extension graft and when the physician used a coda balloon, to gently balloon within graft, he ruptured the distal aorta. The pt had a leak below the covered stent. The cuff was landed about 10mm above the bifurcation. The smallest mainbody graft available was a zenith main body zt graft measuring 26-96. The physician wanted the smaller main body because he stated that the aorta was narrow anyway and the 26 graft probably would only open as large as her aorta. The physician knew that the contralateral gate would more than likely get pinched distally but the physician decided he needed to get a graft up there. The gate pinched and a zenith convertor was placed. The pt was sealed on the final run. The current status of the pt is unk.

Manufacturer narrative:
Still under investigation at this time.